Event description:
It was reported that the patient appeared to be in atrial fibrillation (af) based on telemetry strips. The electrogram observed the right atrial (ra) lead with possible far field r-wave (ffrw) over sensing and irregular r-r intervals. A chest x-ray determined that the lead was not dislodged. The patient¿s experience of fast atrial waves was resolved with medication. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).